Event description:
During an atrial flutter procedure, the catheter was fractured. It was noted that the catheter formed an s shape when bent. The catheter was difficult to remove from the patient and was damaged in the process exposing internal components. The catheter was exchanged, and the procedure continued with no adverse consequences to the patient.

Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. The distal portion of the catheter shaft was noted to be torn, exposing the catheters internal components. Due to the received condition of the device functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported s curve during deflection and device removal difficulty remains inconclusive. The cause of the device damage is consistent with damage during use.